Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/20/2016 with the following findings: during visual inspection of the pump, it was observed that the cartridge compartment was cracked with a portion of the compartment broken off. The cartridge cap was not returned with the pump and a test cartridge cap was used to complete the investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked at the battery compartment threads above the bumper.